Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not fully boot up. Fse suggested the replacement of ag13 acco comb v3 board. Parts were not replaced since the parts are not available and the system was eos. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not fully boot up. There was no report of harm. Philips has started an investigation of this complaint.